Manufacturer narrative:
The investigation has been completed and applicable post-code added to the complaint file. The file remains reportable. Results to be submitted in the initial report.

Event description:
It was reported that the device had a motor alarm error. The product fault occurred during testing.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to verify and duplicate the reported problem. It was determined that the worn-out clutch parts was the root cause. A review of the event history log revealed a motor rate error. The device was repaired by replacing the left and right clutch, worm gear, worm coupling, and motor. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.